Manufacturer narrative:
The reported event is associated with a clinical trial (B)(4) conducted under an investigational device exemption (ide). UDI not available for this system at time of filing. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system that was used for a neuro soft-tissue ablation procedure. It was reported that post-operatively, during a visual field exam, it suggested that the patient had a partial superior right homonymous quadrantanopsia. It was reported that overall visual field reliability parameters were poor. The visual field deficit was not detected during confrontational visual exam during 14-day post-op visit neurological exam. It was reported that medical intervention, hospitalization, emergency department, urgent care, clinic/office visit, was required to permanent injury or impairment; clarification was received that the patient had an unscheduled neuro-ophthalmology visit for 2.5 hours. The event was unresolved with no further actions planned. It was reported the reported event was related to the system and procedure, but not related to the anesthesia and epileptic disease-state. An update was provided that the event was not related to the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the patient had a stable right partial superior homonymous quadrantanopsia. It was noted that the visual field deficit was not detected in confrontational visual exams. During an additional visual field exam, it was found that the patient had a right superior partial quadrantanopsia.